Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: the display screen was dim and discolored. Unrelated to the initial complaint, the battery compartment was cracked, and the battery cap was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen had a dim/fading/color spectrum issue. No additional information was available at the time of this report. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting